Manufacturer narrative:
(B)(4). Upon inspection, the magnet cap failure was confirmed. The magnet cap had failed at the front face resulting in the magnet pulling from the distal end of the probe. Patient outcome was not effected as a result.

Event description:
It was reported during the procedure, the magnet from the introducer system was lost and was found in the patient. The case was prolonged 1-2 minutes. The patient was off pump and their outcome was not affected.